Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home ptaient noted that the floor was "very wet". Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's primary care nurse.